Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Female patient received a left knee revision to treat loosening of the tibial construct secondary to the cement coming into contact with the tibial sleeve preventing appropriate bone ingrowth with the porous surface. There was significant tibial bone loss. There was no reported product problem with the revised tibial insert. The procedure was completed without complications. Doi: 2013. Dor: (B)(6) 2022. Left knee.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the x-ray evidence was not able to confirm the complaint. In order to confirm loosening, a series of chronological x-rays is needed. No other defects were identified. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d4 (expiry date), d10 (concomitant).